Manufacturer narrative:
Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The articulating surface trial is damaged. On 11 april 2017- upon evaluation of the returned device, the balseal on the smaller post is missing. And the post is noted to be damaged as well.